Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, the balloon ruptured on the second inflation. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.